Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted 'exposed frayed wires at the distal' on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed frayed cable sections stick out at the wrist. No damage was found on pulley cable. The grip cable also became derailed. The grips were able to open and to close but their movement and functionality were hindered. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.